Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused midazolam during an unspecified process step at the medical intensive care unit. The bottle was reported to have been very full when it should have been running low. There were no reported alarms and the device appeared to be working correctly however there was no medication dripping in the chamber. The device was swapped. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information a2, a3, e4: the user facility submitted medwatch #(B)(4) for this event.